Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the taxus liberte (mr) ous - 38 x 2.75mm stent delivery system (sds) was returned for analysis broken into two sections due to a shaft break. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was slightly flared outwards. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 212mm distal from the distal end of the strain relief and multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. It was possible to track a 0.014'' guidewire through the device. The guide wire entered the port site and exited the tip with no issue. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-may-2017. It was reported that tracking difficulties were encountered. Vascular access was obtained via the right femoral artery. The 2.75mmx33mm, 70-80% stenosed, concentric, de novo target lesion with significant lesion bend of >45 and <90 was located in the severely tortuous and mildly calcified left circumflex artery (lcx). After placing a non-bsc guide wire, predilation was performed with a non-bsc balloon catheter. A 38 x 2.75mm taxus¿ liberté¿ long drug-eluting stent was advanced but failed to track the wire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed a hypotube break at a portion that could enter the patient's body.